Manufacturer narrative:
A visual examination found the return unit to be within specification. No abnormalities were noted with the device riveting or welding. Functionally, the unit was able to be opened and closed without issue. Additionally, a resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information: the device was inspected/tested prior to use and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps device was used during a polypectomy procedure in the sigmoid colon performed on (B)(6), 2011. According to the complainant, the hot biopsy forceps was advanced through the scope, and an attempt was made to ablate a residual polyp. However, when electric current was applied, the forceps failed to deliver energy. At this time, the snare, which was used earlier in the case, was tested and worked properly. Therefore, a second ablation attempt was made with the forceps device, but the same issue recurred; no energy was delivered. The procedure was completed with another radial jaw 3 hot biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.